Event description:
Nurse entered patient room and noted primary IV tubing had broken apart/disconnected at connection nearest patient. Peripheral IV blood backing into IV tubing due to disconnect.====================== manufacturer response for IV infusion tubing, alaris======================send back and will evaluate.